Event description:
The patient had a myocardial infarction post index procedure. The patient was medically managed and the event resolved. The area of the myocardial infarction is unknown and an angiogram was not done. The patient was enrolled in (B)(4) study with a lesion in the proximal left anterior descending branch. The lesion was 15mm in length. The patient had three vessel lesions of which not all were treated. The patient had a 3.5 x 18mm cypher stent implanted.

Manufacturer narrative:
Information received from (B)(4) study indicated that a patient had a myocardial infarction post index procedure. The patient's history is significant for angina, hyperlipidemia, hypertension and a history of smoking. The indication for the procedure was stable angina with a positive functional stress test. The target lesion was proximal left anterior descending artery (lad). There were a total of three lesions identified as needing treatment but only the lad was treated. The lesion was described as 15mm in length, non calcified, non tortuous and de novo. The percent of stenosis is unknown. A 3.5mm x 18mm cypher stent was implanted. There are no other procedural factors known. Post procedure the patient had elevated cardiac bio-markers, diagnosed as a myocardial infarction. The area of infarct is unknown. A repeat EKG was unchanged. Repeat angiography was not performed, the patient was treated medically and the event resolved without further sequela. A review of the manufacturing documentation associated with lot 15112637 presented no issues during the manufacturing and inspection processes. No issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what factors other than inherent risk of the procedure may have contributed to the reported event.